Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, component codes, investigation conclusions).

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) was unable to calibrate to zero pressure. No patient injury or harm reported.

Manufacturer narrative:
Updated: b4, b5, d9, e1 (initial reporter, event site telephone and event site email), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and upon inspection unit was able to zero pressure while using trainer. Upon further inspection, while performing the fiber optics test unit was intermediately reading the transducer waveform. The fse attempted with multiple pressure cables and unit was still unable to pass. Proceeded to inspect the front end board; no traces of saline or blood contaminate. The unit was intermediately reading from the blood pressure port. The fse replaced the front end board and unit was able to pass the fiber optic test and maintain both fiber optic and transducer waveforms. Device was set to run for 1 hour successfully. Device passed all functional and safety tests according to factory specifications'. Device was returned to customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of unable to zero pressure and fiber optic waveforms being read intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was unable to calibrate to zero pressure.